Manufacturer narrative:
Additional information: a2, d4, d9, g2: report source (add source), h3, h4, h6, h10. A2: patient was an infant. The user facility submitted medwatch (B)(4) for this event. H10: the actual device was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, and priming were performed and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the y-site. The leak occurred from the diaphragm (gland) and was a dynamic leak during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: additional testing on the returned sample was performed. Functional testing using an in-lab spectrum iq pump was performed to simulate the customer setup, and no defects were observed. Low pressure testing was performed, and no defects were observed. CT (computed tomography) was performed on the clearlink components, and no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.